Event description:
The pt had the product, surgimend, implanted on (B)(6) 2010 as part of a laparoscopic ventral hernia repair procedure. On (B)(6) 2011, the pt had a recurrence of the hernia. A second operation was performed. During the operation, it was observed that the product used for the initial repair had "disappeared". A synthetic mesh was used to complete this repair. There has been very little info from the surgeon to this point including the product lot number.

Manufacturer narrative:
There was very limited info available regarding this surgical case including the lot number and part number of the product used. With a suspected infection present, it could be possible that the presence of this infection contributed to the failure of the product. If, and when, more info becomes available, this form will be updated.